Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's defibrillation electrodes were not giving an ECG reading. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's defibrillation electrodes were not giving an ECG reading. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.